Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 157mg/dl. Troubleshooting was performed. The caller stated that the device was stuck on rewind/delivery loop and alarmed. The customer mentioned that the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during prime alarm test due to detached end cap. No damage to drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump passed displacement test. Motor tested ok. No alarms noted during rewind. Cracked display window and battery tube threads noted during visual inspection.